Event description:
The account alleged, the side rail was not latching. No patient impact.

Manufacturer narrative:
The technician found the side rail center cover arm broken causing the side rail not to latch. The technician replaced the side rail center cover arm to resolve the issue.